Event description:
Surgical tech reports while patient undergoing laparoscopic gastric bypass procedure the grasper being used by the physician's assistant (pa) began leaking a "reddish weakened fluid" out of the handle/hinge. The grasper was immediately removed from the field. Fluid continued leaking from handle/hinge. Pa has been using this device for approximately 6 years and has never had this occur before. Two cultures of fluid taken, one from instrument and one from drape where liquid dripped onto. Both were sent to lab. Infection control, sterile processing and or staff involved all met to determine possible causes. It is felt the fluid most likely came from the patient and could possibly have "back flowed" up the shaft of the grasper due to pressure from insufflation of patient's abdomen. Sterile processing verified device had been used on previous case two days prior and was in the decontaminator at 19:47 on that day, it went to assembly at 7:21 am on the next day and was placed in sterilizer at 11:03 am. Per procedure, the device was taken apart from the decontaminator, sat for nearly 12 hours, then placed on white towel where sterile processing personnel use pipe cleaners, alcohol and blow out the device with airhose, then put it back together and place it into a tray. Sterile processing personnel believe had this been from a previous case it would have been dry and flaky. Question whether there may be a crack in assembly somewhere or possibly gasket? Sterile processing states device is serviced every 25 uses by our contracted instrument repair service. This device has not been modified. The procedure was finished with no further issues and the patient was sent to pacu for recovery.====================== health professional's impression======================